Event description:
On (B)(6) 2015, a pt called and reported that on (B)(6) 2015 after using a retainer fashioned from essix+plastic, a rash appeared in the patient's mouth. There was a burning sensation of the tongue and the inside of the patient's mouth and the patient's lips were itchy. The pt stated they have many allergies. The pt stopped wearing the retainer and each day the symptoms decreased. The pt did not seek medical attention.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was no provided for retained-product testing and/or DHR review.